Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose level in the 20¿s mg/dl. The customer reported losing his transmitter and having a low a month ago. The customer reported the blood glucose levels dropping when working out. The customer treated the low by drinking gatorade. The customer¿s blood glucose level an hour later was 165 mg/dl. The customer declined to troubleshoot the issue due to a past event. The insulin pump will not be returned for analysis.